Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.